Manufacturer narrative:
Product analysis conclusion; the reported infolding and proximal endoleak was confirmed on the films provided. The observed infolding in the proximal stent graft is expected to have been a factor in the occurrence of the proximal endoleak. Complete post-implant CT¿s were not available for review and the stent graft in-vivo configuration could not be fully evaluated. It is possible that the patient aortic neck anatomy (reverse conical <(><<)>(> <(>&<)><(><<)>)> calcification) was a factor in the infolding of the main body bifurcate observed. It is also considered that implantation of a 36mm stent graft in a 27-29mm aortic neck may have contributed to the infolding observed. Instructions for use for the endurant ii stent graft advise that the aortic section of the bifurcated stent graft should be oversized 10-20% in relation to the actual measured inner vessel diameter. This measurement should take into account thrombus and calcification present within the vessel, that has the capacity to decrease the inner vessel diameter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a 56mm abdominal aortic aneurysm. It was reported on a follow-up CT performed nine days later, stent graft infolding and a type ia endoleak were identified. As per the physician the cause of the event was anatomy. It was noted the patients aortic neck has a infrarenal landing zone of 30mm and is also a reversed conical neck which made the choice of the endurant bifurcate difficult. The physician had a choice between a 32mm and a 36mm bifurcation. The physician was noted to be very familiar with these stent grafts and opted for the endurant in a size 36mm. This meant it was perfect oversizing for the proximal neck but also meant oversizing in the distal neck where the infolding occurred. No additional clinical sequalae were reported and the patient will be monitored.

Manufacturer narrative:
H.6 evaluation conclusion code corrected. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.